Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. Customer also had a motor error alarm on the insulin pump. Customer was not hospitalized. Customer treated with injections using the same insulin that was used in the pump. Customer had a back-up plan of manual injections. Customer stated that she changes the set every 3 days. Customer will monitor the new pump. Customer was using insulin straight from the refrigerator. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.